Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's ultrafiltration reading was 1495ml, indicating the home patient (hp) drained 1495ml more than their programmed fill volume of 2200ml. This information meets iipv criteria. Product surveillance contacted the nurse on (B)(6) 2011 regarding the iipv. According to the nurse she is aware that the patient has been having issues with drains, however, she was not aware of the patient's high ultrafiltration. The nurse stated that the patient had her catheter repositioned yesterday. The nurse will continue to monitor the patient's drains. There was no patient injury or medical intervention associated with this event.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because unit powers off during use was not resolved with troubleshooting.

Manufacturer narrative:
Follow up # 1/supplemental report text-(B)(4) 2010. The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have a low/dead battery. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510(k)# is k082590.